Event description:
The customer complained of discrepant elecsys cea assay results for 3 patient samples on a cobas e 411 immunoassay analyzer serial number (B)(4). For patient 1 the initial cea result was 36.2 ng/ml and the repeat result was 25.6 ng/ml on the e 411. The sample was sent to a different laboratory. The cea result was 63.5 ng/ml on the abbott architect instrument and was reported outside of the laboratory. On (B)(6) 2018, the customer changed the reagent pack and recalibrated. The sample was repeated and the cea results were 50.9 ng/ml and 50.7 ng/ml. For patient 2 on (B)(6) 2018, the initial cea result was 90 ng/ml and the repeat result was 70 ng/ml on the e 411. The cea result was 200 ng/ml in a different laboratory with the abbott architect. For patient 3 on (B)(6) 2018, the initial cea result was 89 ng/ml and the repeat result was 90 ng/ml on the e 411. The cea result was 400 ng/ml in a different laboratory with the abbott architect. No erroneous results were reported outside of the laboratory. There was no adverse event. The field service engineer(fse) ran a performance test that failed. The fse performed an adjustment and an initial cell blank. The calibration and qc were acceptable with new reagent. The initial investigation determined that prior to (B)(6) 2018 the customer was not using the recommended calibration frequency. The initial investigation determined that the qc was acceptable based on the provided qc data. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found.

Manufacturer narrative:
The customer is not using the required rack adapters when processing patient samples. The customer is no using the appropriate length of time for centrifugation. Calibration data is within the acceptable range. The investigation did not identify a product problem. The cause of the event could not be determined.